Event description:
It was reported that multiple issues occurred with the size 8 suction aid port cracking on tracheostomy tubes. In one case, the patient had to tape the port to prevent leakage. The fault was discovered at the patient's home by their career after insertion and use. Proper aspiration technique using a 10ml syringe was confirmed. Medical intervention was required, including a tracheostomy tube change. In another instance, the career taped over the crack. There was patient involvement, but no adverse harm was reported.

Manufacturer narrative:
No product was returned; however, a photo of the device was provided for analysis. There was not raised any other customer complaint against reported lot number. The photo was reviewed, and the reported issue was confirmed. A review of the device history record (DHR) showed that all inspections were completed, with no issues noted during manufacturing.